Manufacturer narrative:
Additional/corrected information.

Event description:
On (B)(6) 2018, the patient underwent reintervention. No further information was provided as the case was not supported by a gore associate and gore devices were not involved.

Manufacturer narrative:
Please note: the pct281418 device was a finished device manufactured and labeled prior to the compliance date established by FDA (801.20) unique device identifier (UDI) requirement; so the UDI field was left blank. (Compliance date for class iii devices is ((B)(6) 2014). The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2004, this patient underwent underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® bifurcated endoprostheses. The patient tolerated the procedure. On (B)(6) 2018, follow up imaging angiography was performed three times but was unable to determine determined a proximal type I endoleak. The patient is scheduled for reintervention on (B)(6) 2018 and the physician plans to implant a medtronic endurant cuff proximally. The aneurysm was reported to measure 71mm in diameter, however enlargement is not known as the original aneruysm diameter for the patient is not known.